Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the pump supplies multiple times. Customer restarted pump twice and alarm reoccurred. During troubleshooting, a new cartridge was loaded and the pump performed as intended. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.